Manufacturer narrative:
Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and subsequently, a resume pump alarm sounded. The customer's blood glucose (bg) level was 250 mg/dl and an insulin injection was administered to address the bg level. The pump supplies were changed. Tandem customer technical support (cts) educated the customer on the resume pump alarm and as the pump supplies had been changed prior to contacting cts, troubleshooting to determine a possible cause of the occlusion was unable to be performed.